Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint was confirmed but the exact cause was unknown. One 35 cm guidewire was returned fractured in two segments. One segment measured to be approximately 30 cm and the second segment measured to be approximately 5 cm. Blood residue and evidence of use was present throughout the wire. Microscopic inspection of the component revealed the distal end proximal end of the coils to be misaligned. Slight misalignment was also noted near the fractured region. No elongation of the coil wire was noted which may suggest the wire may have been damaged by a sharp instrument. The outer diameter of the guidewire was measured at the proximal end, distal end, and at the fractured region. The outer diameter was found to be within manufacturing specifications. The microintroducer used in conjunction with the returned guidewire was not provided. Based on the information provided, possible contributing factors include damaged guidewire during handing and insertion angle of the microintroducer. A review of the manufacturing records regarding the guidewire and microintroducer did not reveal any evidence to suggest that a manufacturing related root cause contributed to the reported event. Since the guidewire was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of redx1401 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the micro-introducer was not compatible with the guide wire. The former was so small that the guide wire could not enter it. Both sides of the guide wire were not even in thickness. (B)(6) 2022 - customer reportedly cut the wire in order to insert the guidewire.